Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) powercord is stuck and won't pull out any further, nor will it retract either. There was no patient involvement.

Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) powercord is stuck and won't pull out any further, nor will it retract either. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Power compartment to the cardiosave opened. Cable realigned, retracted and restored. Cardiosave returned to customer in good condition safe for clinical use.

Manufacturer narrative:
Updated fields: b4, e1 (event site mail), g3, g6, h2, h11.